Event description:
Alert: rv bipolar lead impedance warning >3000 ohms on (B)(6) 2023. Rv lead programmed bipolar pace polarity and rv tip to rv coil sense polarity. Programmed mode: vvir other alerts noted: (B)(6) 2023 03:00:16 lv tip to rv coil lead impedance 190 ohms. On (B)(6) 2023 03:00:14 lv tip to rv coil lead impedance 190 ohms. Paged on call rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).